Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that the pacer-dependant patient presented in clinic after experiencing symptomatic events. Noise on the ventricular channel was noted via stored egms. Inhibition of pacing up to 7.5s was noted. The system was later explanted due to non-related reasons and the lead was replaced. The patient condition after the event was stable.